Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent incisional hernia procedure on an unknown date and mesh was implanted. Following the procedure, on (B)(6) 2002, the patient experienced chronic pain, the mesh split and wrapped itself around the bowel. The patient underwent bowel surgery to remove the mesh and also part of the bowel. Another mesh was inserted. Additional information has been requested.